Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿prevention of ventricular desynchronization by permanent para-hisian pacing after atrioventricular node ablation in chronic atrial fibrillation: a crossover, blinded, randomized study versus apical right ventricular pacing.¿ journal of the american college of cardiology. 2006. May:vol. 47, no. 10, 1938-45. (B)(4).

Event description:
A journal article was received which contained information regarding this patient¿s implantable pulse generator (ipg) and leads. The article stated that five days after of the implant procedure, the patient experienced a cardiac arrest while in the hospital. The author indicated that this was due to ¿primary ventricular fibrillation (vf).¿ the patient¿s system was explanted and a ¿rate-responsive¿ single chamber cardioverter-defibrillator was implanted. The system appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.